Manufacturer narrative:
Four mz1000 china samples were received for investigation; two of the samples were received without packaging, and the other two were received in sealed packaging from lot 25025396. The customer reported that "when using the connector, blood backflow occurred during syringe flushing. While injecting the solution, the patient's blood and the injected fluid sprayed out from the connector joint, splashing into the healthcare worker's eyes. The patient was diagnosed with hepatitis b (small three-positive disease), posing a potential risk to the healthcare worker." The returned samples were subjected to leakage testing in order to replicate the customer's experience; the two samples without packaging were confirmed to be leaking from a crack at the female luer adaptor. No leakage or similar damage was observed during testing of the samples received in sealed packaging. The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have been unable to determine a potential root cause for the customer's experience; no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. A review of the production records for lot 25025396 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. Additionally, the IFU of the maxzero states that "prior to every access, always scrub the top of the mz1000 with an appropriate antiseptic and allow to dry." Failure to allow the alcohol to fully dry may cause the components to partially adhere together, requiring additional force to disconnect, damaging the component. A review of the customer feedback database indicates that reports of this nature against products in the maxzero product family are rare and have been occurring at a low frequency within the last 12 months.

Event description:
No additional information.

Event description:
It was reported that the bd maxzero needleless connector was damaged. The following information was provided by the initial reporter, translated from chinese to english: during the use of the connector, blood flowed back into the syringe. When connecting the syringe for flushing, the patient's blood and the injected fluid sprayed out from the connector joint, splashing into the healthcare worker's eyes. The patient is a carrier of hepatitis b (hbv), posing a potential risk to the healthcare worker. Number of defective units: 1. The defective product cannot be returned, and no photos are available.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.